Event description:
It was reported that the patient's generator was unable to be interrogated. The patient was sent for x-rays; images were received for review. Response was received from physician that the patient's generator has not been able to be interrogated to date. No other relevant information has been received to date.